Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and abdominal pain lower ("lower abdominal pain/cramping") in a (B)(6) female patient who had essure (batch no. 713457, 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "right essure coil was inserted then removed during the same procedure. The coil was successfully placed after the left coil placed" on (B)(6) 2010. The patient's previously administered products included for birth control: miconor from 30-oct-2008 to 15-jun-2010. Concurrent conditions included lupus erythematosus, vasculitis, nickel sensitivity, allergic reaction to analgesics, latex allergy, iodine allergy and contrast media allergy. Concomitant products included fluoxetine hydrochloride (prozac) since 2015, glyceryl trinitrate (nitroglycerin) since 2015, hydrochlorothiazide (hydrodiuril) since 2018, hydrocodone since 2018, levothyroxine, meloxicam (mobic) since 2018, norethisterone (micronor) since 2015, salbutamol sulfate (proair hfa) since 2015 and triamcinolone acetonide (kenalog) since 2015. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("patient was having severe pain during procedure"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramping/ dysmenorrhea (cramping)"), menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, vaginal discharge and procedural pain outcome was unknown and the abdominal pain lower, abdominal pain upper, dysmenorrhoea and menorrhagia had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, device dislocation, dysmenorrhoea, menorrhagia, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on (B)(6) 2008, exam: us pelvis transvaginal. Result: history: presterilization surgery with essure. Impression: small to moderate amount of tree fluid in the cul-de-sac otherwise ultrasound of the pelvic was within normal limits result: history; patient with a history of in bilateral essure devices in the fallopian tubes. However there were complete blockage of bilateral fallopian tubes due to placement of essure device. No spillage of contrast was seen into the peritonal cavity. Impression: complete blockage of bilateral fallopian tube from previous placement of essure devices. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, plaintiff demographic information, relevant history and lab data updated. Essure indication and implant date updated (from (B)(6) 2010 to (B)(6) 2010) and lot number was added. New events malposition of essure device , abnormal bleeding (vaginal), pain, vaginal discharge, procedural pain and device use issue were added. Previously reported events abnormal bleeding (menorrhagia), dysmenorrhea (cramping) were clubbed with previously reported events. It was reported that essure was not removed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: left & right cornua'), device dislocation ('malposition of essure device') and abdominal pain lower ('lower abdominal pain/cramping') in a 36-year-old female patient who had essure (batch no. 713457, 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "right essure coil was inserted then removed during the same procedure. The coil was successfully placed after the left coil placed" on (B)(6) 2010. The patient's previously administered products included for birth control: miconor from 30-oct-2008 to 15-jun-2010. Concurrent conditions included lupus erythematosus (due to that discharged from work in (B)(6) 2015, never went back), vasculitis, nickel sensitivity, allergic reaction to analgesics, latex allergy, iodine allergy and contrast media allergy. Concomitant products included alprazolam (xanax) since 2015, fluoxetine hydrochloride (prozac) since 2015, glyceryl trinitrate (nitroglycerin) since 2015, hydrochlorothiazide (hydrodiuril) since 2018, hydrocodone since 2018, levothyroxine, meloxicam (mobic) since 2018, norethisterone (micronor) since 2015, salbutamol sulfate (proair hfa) since 2015 and triamcinolone acetonide (kenalog) since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("patient was having severe pain during procedure"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain lower (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramping/ dysmenorrhea (cramping)"), menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, vaginal discharge and procedural pain outcome was unknown and the abdominal pain lower, abdominal pain upper, dysmenorrhoea and menorrhagia had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, device dislocation, dysmenorrhoea, menorrhagia, procedural pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was not removed. She did not receive treatment for abnormal bleeding, dysmenorrhoea, pain and malposition of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion no spillage of contrast was seen into the peritonal cavity. Impression: complete blockage of bilateral fallopian tube from previous placement of essure devices.. Ultrasound scan vagina - on (B)(6) 2008: small to moderate amount of tree fluid in the cul-de-sac otherwise ultrasound of the pelvic was within normal limits. Lot number: 713457 man date: 2010-02 exp date: 2013-02 , lot number: 716608 man date: 2010-02 exp date: 2013-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2019: with follow up received on 13-nov-2019 (social media post) this report was detected to be a duplicate to record # us-bayer-(B)(4) (medwatch 3500a MFR number 2951250-2019-11760) which will be deleted after all information was transferred to this record # us-bayer-(B)(4) which will be retained. New: social media reporter was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and abdominal pain lower ("lower abdominal pain/cramping") in a 36-year-old female patient who had essure (batch no. 713457, 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "right essure coil was inserted then removed during the same procedure. The coil was successfully placed after the left coil placed" on (B)(6) 2010. The patient's previously administered products included for birth control: miconor from (B)(6) 2008 to (B)(6) 2010. Concurrent conditions included lupus erythematosus, vasculitis, nickel sensitivity, allergic reaction to analgesics, latex allergy, iodine allergy and contrast media allergy. Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) , glyceryl trinitrate (nitroglycerin) since (B)(6) , hydrochlorothiazide (hydrodiuril) since (B)(6) , hydrocodone since (B)(6) , levothyroxine, meloxicam (mobic) since (B)(6) , norethisterone (micronor) since (B)(6) , salbutamol sulfate (proair hfa) since (B)(6) and triamcinolone acetonide (kenalog) since (B)(6) . On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("patient was having severe pain during procedure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), dysmenorrhoea ("severe menstrual cramping/ dysmenorrhea (cramping)"), menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, vaginal discharge and procedural pain outcome was unknown and the abdominal pain lower, abdominal pain upper, dysmenorrhoea and menorrhagia had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, device dislocation, dysmenorrhoea, menorrhagia, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was not removed. She did not receive treatment for abnormal bleeding, dysmenorrhoea, pain and malposition of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2008, exam: us pelvis transvaginal. Result: history: presterilization surgery with essure. Impression: small to moderate amount of tree fluid in the cul-de-sac otherwise ultrasound of the pelvic was within normal limits. Result: history; patient with a history of in bilateral essure devices in the fallopian tubes. However there were complete blockage of bilateral fallopian tubes due to placement of essure device. No spillage of contrast was seen into the peritonal cavity. Impression: complete blockage of bilateral fallopian tube from previous placement of essure devices. Lot number: 713457, man date: 2010-02, exp date: 2013-02. Lot number: 716608, man date: 2010-02, exp date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. On 14-aug-2018: after routine quality monitoring, the case was amended: plaintiff did not remove essure and did not receive treatment for the events dislocation, pain, dysmenorrhoea and abnormal bleeding (according to available information, no medical/surgical intervention was performed or planned). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.